Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative visited the site after the procedure to check the equipment. Representative was unable to replicate the reported issue and confirmed that there was no issue with arcadis navigation accuracy. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, one screw was deviated in intervertebral disc of the lumbar when using arcadis navigation. The procedure was completed with the use of navigation. There was no delay to procedure.

Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
Correction: a medtronic representative reported there was no accusation of deficiency against a medtronic product.

Manufacturer narrative:
Additional information: additional was received from a manufacturer representative. It was reported the deviation of the screw was confirmed by x-ray at the end of the surgery. The screw was replaced immediately. There was no impact to the patient.

Manufacturer narrative:
Additional information received from a manufacturer representative reported the deviation of the screw was confirmed by x-ray at the end of the surgery. The screw was replaced immediately. There was no impact to the patient. A manufacturer representative went to the site to test the equipment. The issue could not be replicated. It was suspected the root cause of the issue was due to the spine frame moving. The navigation system passed the system checkout and was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information.